Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold. The lv lead polarity was reprogrammed and the lv vector was changed. Two months later at a device follow up, a device interrogation noted an alert for high lv threshold. The lv lead was reprogrammed with a change in pulse width and threshold, and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the left ventricular (lv) lead also failed to capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.